Manufacturer narrative:
The product is not available.

Event description:
It was reported that before a surgical procedure at the user facility, the handpiece was hooked up to a saline bag and the fluid came out of the handpiece discolored. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.